Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer rec'd readings of 51 mg/dl and 401 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer rec'd readings of 51 mg/dl and 401 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer returned meter serial number r-f121-63636 and test strips lot number 0525731. Returned meter and test strips performed in accordance with manufacturer's instructions for use. Customer's complaint of inaccurate erratic readings was not duplicated during testing. Retain test strips from lot number 0525731 were pulled to complete testing. The freestyle flash blood glucose readings as reported by the customer were found in the meter internal log.